Event description:
The facility reported that this device will not stay charged. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp representative stated that there were no reports of pt injury or medical intervention.